Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-aug-2025, it was reported by the user that they experienced hypoglycemia with a blood glucose level of 40 mg/dl following the inadvertent administration of excessive insulin during a supply change performed by home health staff. The user was admitted to the ICU and treated with intravenous glucose and fluids. The user was discharged the following day. No long-term health effects were reported.